Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.5x15mm xience prime stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. Starting on (B)(6) 2017, the patient expressed experiencing intermittent chest pain. On (B)(6) 2017, the patient was hospitalized and unstable angina was diagnosed. A new myocardial infarction (mi) was diagnosed, possibly related to the device. An angiogram was performed and stenosis was noted in the proximal cx, target lesion, and within other coronary arteries. Medication was provided and the event resolved. The patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). Outcomes attributed to adverse event: disability or permanent damage box unchecked. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was received: no myocardial infarction was diagnosed during the (B)(6) 2017 admission.